Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident constrained liner.the following other hip devices were also listed in this report: restoration modular cone conical stem; cat# unk; lot# unk.v40 l-fit head; cat# unk; lot# unk,titanium hemi cup; cat# unk; lot# unk.dall miles grip plate; cat# unk; lot# unk.cables; cat# unk; lot# unk.it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.an evaluation of the device cannot be performed as the device was retained by the facility and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Restoration modular cone conical stem, trident constrained liner, v40 lfit head, titanium hemi cup, dall miles grip plate and seven cables were removed due to infection. A biomet cement spacer was used as a replacement.